Event description:
Medtronic received information that during use of a soft-flow angled tip arterial cannula, the customer reported that the cannula came undone at the connector site, and they observed a crack/break/hole at the connector site. Use of the device was continued to complete the case. This was the second instance in this lot and the customer expressed concern about the whole lot. There was no patient adverse effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.